Manufacturer narrative:
On june 15 2020 mentor became aware that it erroneously omitted d8 and d10 from the initial report submitted on (B)(6) 2020. The correct values have been populated in those fields. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020. The right replacement was a 475cc mentor memorygel breast implant. Right complete capsulectomy and left subtotal capsulectomy was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on july 6, 2020. The investigation of the returned device was completed by the failure analysis lab on july 15, 2020. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had a 425cc mentor memorygel breast implant (left) and a 450cc mentor memorygel breast implant (right) experienced bilateral baker grade iii capsular contracture post procedure. As a result, bilateral prosthesis replacement was performed on (B)(6) 2020. The right device was replaced with a 350cc mentor memorygel breast implant. The left device was replaced with a 400cc mentor memorygel breast implant. See 1645337-2020-07272 for contralateral prosthesis report.